Event description:
Customer reporting 1 false negative sars result. Customer states the result was confirmed positive by pcr. Symptomatic status of the patient is unknown.

Manufacturer narrative:
Investigation conclusion: through trying to gather more information from the customer for further investigation they informed us that this issue had been resolved. The assay is now functioning as expected. Customer did not wish to elaborate on what was causing the issue or what was done to resolve it. Root cause: possible customer use error. Source: email.